Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
(B)(6) 2015 (B)(4) (rep, hcp): information was received from a health care professional via a manufacturing representative (rep) regarding a patient receiving gablofen (concentration 500 mcg/ml dose 37.5 mcg/day) via an implantable infusion pump. The indication for use was multiple sclerosis and intractable spasticity. Relevant medical history was provided; the patient had multiple sclerosis and is normally very high functioning the patient's pump and catheter were replaced on the day prior to this report date. The health care professional (hcp) reported that the patient was experiencing symptoms of intermittent withdrawal. At the time of the report, the rep had not read the pump yet because the patient was coded on the floor and doctors were trying to get the patient's vitals back up. The rep was unsure as to whether the coding was related to the symptoms or the pump replacement. The coding was sudden and was occurring at the time of this report. The patient was reported to have been hospitalized. Following the replacement,gablofen was put in the pump at 500mcg/ml 37.5mcg/day. On this report date, at 1:30 the dose was decreased to 24mcg/day, the patient was having difficulty breathing and was flaccid. At 3:30p the doctor may have put the pump on minimum rate mode because the patient was still symptomatic; coding. The rep confirmed that the programming looked good and nothing in the logs showed any issues. Information was later received from the hcp via another rep indicating that the patient died on (B)(6) 2015. The cause of death was unknown and it was unknown as to whether the patient's death was related to the device or therapy, the autopsy was in progress and had not been completed.